Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (bleeding, renal dysfunction, respiratory failure, and infection) cannot be conclusively determined through this investigation. The heartmate 3 left ventricular assist system instructions for use, rev. G, contains the following information: section 1 lists infection, bleeding, renal dysfunction, and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also included in this section. Care instructions regarding preventing infection are provided in various sections of this document. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced bleeding within the first 48 hours after the implantation procedure. The bleeding was mediastinal and was related to the implant procedure. The patient received 9 units of packed red blood cells (prbcs) and 12 units of fresh frozen plasma (ffp). Surgical treatment was also reported and the bleeding was considered resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 the patient began experiencing renal dysfunction and was started on dialysis. A major infection was also noted on (B)(6) 2021 after test results revealed elevated inflammatory markers (c-reactive protein at 321 mg/l and white blood cell count at 12.2 x10^9 cells/l). The site/source of infection was unknown. Antibiotic therapy was started. On (B)(6) 2021, the patient began experiencing respiratory failure and was put on ventilator support. A tracheostomy was also done. The patient's renal dysfunction, infection, and respiratory failure were reportedly ongoing at the time of study completion or withdrawal.